Event description:
It was reported that during the troubleshooting for an unrelated alarm, the automated peritoneal dialysis (apd) set with cassette looked like it had leaked. This was noticed when the patient removed the cassette from the homechoice after ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the cracked cassette could not be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated. Visual inspection and leak testing revealed that the cassette was cracked. A clear passage test and a clamp function test were performed with no issues noted. During a simulated therapy on the homechoice (hc) device, there were issues noted with the set. The sample was confirmed for the reported problem of a leak and the cause was determined to be a crack in the cassette. Should additional relevant information become available, a follow up medwatch will be submitted.